Manufacturer narrative:
Device evaluation: lens was returned in a vial in liquid. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -6.0/+0.5/098 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer lens due to low vault and significant reduction of irido-corneal angles (ica). The surgeon reported "von henrick 2/3 (temporal) and 1/4 (nasal), angle open, pigments on the icl surface 3+." The problem was resolved with the exchange. The cause of the event is reported as unknown.